Event description:
It was reported that drops of insulin were not being seen at the end of the tubing during the fill tubing process. During troubleshooting, the connection on the luer lock was tightened and the issue was resolved. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any instances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.